Event description:
A customer reported that their pump screen was dark and would not turn on. Despite the issue, there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try several troubleshooting steps, but the screen remained unresponsive. As a result, technical support decided to send a replacement pump. In the meantime, the customer planned to use a backup insulin pump to ensure continuous insulin delivery. The customer was also instructed on how to return the malfunctioning pump and prepare for the arrival of the new one.